Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen and insulin pump was not working. The blood glucose was 147 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. The insulin pump will not do the self-test. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.